Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Blood glucose readings.  Chapter 4 / page 56. Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 343 mg/dl while wearing the pod between 4 and 24 hours. Patient reported that bg levels continued to climb despite boluses being delivered when removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a manual injection of insulin (10 units) was delivered and a new pod was applied. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The cannula was found to be bent and had a tear in the exposed portion of the soft cannula. Fluid did not successfully exit the distal tip of the cannula as it diverted through the tear. It cannot be determined if damaged to the exposed portion of the cannula contributed to a failure to deliver insulin as timing and cause of the damage are unknown.